Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a pacemaker and right ventricular (rv) lead exhibited noise that was being oversensed which resulted in asystole of greater than 2 seconds. Isometrics was performed and the noise could not be reproduced. The patient was symptomatic and experienced disorientation, fatigue and shortness of breath. The device was reprogrammed and an adjustment was made to the heart rate however, the patient did not feel good as he did prior to the change. Subsequently, the pacemaker and rv lead was explanted and replaced successfully. The pacemaker was returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker and right ventricular (rv) lead exhibited noise that was being oversensed which resulted in asystole of greater than 2 seconds. Isometrics was performed and the noise could not be reproduced. The patient was symptomatic and experienced disorientation, fatigue and shortness of breath. The device was reprogrammed and an adjustment was made to the heart rate however, the patient did not feel good as he did prior to the change. Subsequently, the pacemaker and rv lead was explanted and replaced successfully. The pacemaker was returned and is in the process of device analysis. No additional adverse patient effects were reported.